Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump's (iabp) pressure port was damaged.

Manufacturer narrative:
Updated sections - b4, b5, b6, b7, d5, d9, d10, e1 (initial reporter and email), e2, e3, e4, g2, g3, g6, h2, h3, h6(health effect ¿ clinical code, health effect ¿ impact codes, type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) during preventive maintenance was not able to connect the system trainer as the blood pressure port was physically damaged. The fse replaced the pcb front end board (d670-00-1164) to resolve the issue. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.

Event description:
It was reported that the pressure port of cardiosave intra-aortic balloon pump's (iabp) was damaged. The issue was identified during preventive maintenance. There was no patient involvement.